Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. Failure mode "clips fall from applier" was unable to be confirmed with the picture of the reported defect that was received. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determinate the root cause. However, the manufacturer will continue to monitor and trend relating complaints.

Event description:
Complaint alleges that during an appendectomy, "opened clips fell out from applier without holding in the jaws during appendectomy procedure." No patient injury reported. Additional information was requested, but no additional information was submitted at the time of this report.